Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient with a proximal tibia fracture was implanted on (B)(6) 2013. Patient developed osteomyelitis and was returned to the or on (B)(6) 2013 for removal of implants. During the removal procedure one of the screws was difficult to remove and the surgeon finally removed the plate and screw together. This report is on an unknown screw removed, quantity is unknown. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw, qty. Unknown, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.